Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that the patient underwent the concurrent procedures of lso, right salpingectomy, a/p colporrhaphy, abdm enterocele repair during mesh implantation. It was reported that patient also concurrently had an alloderm (lifecell) product placed on (B)(6) 2009. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, recurrence, dyspareunia, and urinary problems. It was reported patient underwent removal of eroded/exposed mesh on (B)(6) 2010 and on (B)(6) 2012.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, recurrence, dyspareunia, and urinary problems. It was reported that patient had an alloderm (lifecell) product placed on (B)(6) 2009. It was reported patient underwent removal of eroded/exposed mesh on (B)(6) 2010 and on (B)(6) 2012. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent revisionary surgery - cystoscopy, urethrolysis with staged, removal of urethral sling and injection of botox to levator muscles bilaterally with (B)(4) units of botox total- for a diagnosis of obstructing urethral sling on (B)(6) 2014 .

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-02486 and medwatch 2210968-2013-02487. The same patient is represented in each medwatch.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that patient underwent laparoscopic sigmoid colectomy and lysis of adhesions on (B)(6) 2012, due to recurrent diverticulitis.

Manufacturer narrative:
Additional patient codes: (B)(4) - urinary tract infection; (B)(4) - incontinence; (B)(4) - urinary retention; (B)(4) - urinary frequency; (B)(4) - urgency; (B)(4) - hematuria additional narrative: it was reported that following insertion the patient experienced urinary tract infection, incontinence, urinary retention, urinary frequency, urgency, and hematuria.